Manufacturer narrative:
Concomitant medical products: product ID: 3058, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient's second implantable neurostimulator (ins) had a lead that dislodged and it stopped in (B)(6) 2014. The manufacturer representative was there in (B)(6) 2014. No symptoms, troubleshooing, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.